Event description:
When placing foley cath, balloon was inflated after urine return and flow of fluid noted coming from penis around cath. Catheter was drawn back, no resistance noted and foley came out without inflated balloon. Foley set aside and a new catheter was placed. Has been reported & returned to bard, rga# [redacted].